Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with 3 cartridges. Reportedly, the customer attempted to fill a 4th cartridge and was able to fill the cartridge with 60 units of insulin. Customer's blood glucose level was 150-152 mg/dl.